Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was oversensing electromagnetic interference (emi) during an implantable device procedure. It was noted that the programmer did not give an atrial sensing marker at all each time there was a noise from the ventricular electrograms (egm) which is ventricular sensing with a constant interval of 130 milliseconds (ms). It was speculated that the atrial sensing was not displaying due to it falling on the post-ventricular atrial blanking (pvab). It was further noted that the noise occurred due to bad grounding at the hospital, which has been fixed. Troubleshooting steps were taken including providing instructions to attempt to resolve the issue. The electrical socket in the hospital was changed and the issue was resolved. The programmer remains in use. No patient complications have been reported as a result of this event.